Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical product: trabecular metal cruciate retaining monoblock tibial component catalog # 00588604710 lot # 61247129. Cruciate retaining cr-flex femoral component porous uncemented size g left with calcicoata ceramic coating sterile product do not resterilize catalog # 65595201701 lot # 61276194. Headed screw 48 mm length catalog # 00579104100 lot # 61291607. Headed screw 48 mm length catalog # 00579104100 lot # 00114345. Reciprocating 12.5x76x1.27mm catalog # 00507210100 lot # bbf12832. St repl blade/stryker 2000 catalog # 00507215800 lot # bbd89024. G2: australia. H3: customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : not returned by hospital.

Event description:
It was reported patient underwent a revision procedure fourteen years post implantation due to pain of patella. Attempts to obtain additional information have been made; however, no more is available.